Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported hospitalization due to high blood glucose readings and diabetes ketoacidosis. Customer's mother also mentioned being in a car accident. Customer's blood glucose reading at the time of the hospitalization was 300 mg/dl. Customer's mother stated that the customer woke up with high blood glucose readings and was taken to the emergency room. Customer declined any trouble shooting and stated that the insulin pump is working now and that they made adjustments to his settings. No further information reported.